Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was damage during the implant procedure and was not able to be successfully implanted. The helix was caught in the heart structure. It was rotated counterclockwise and was removed when it was pushed and pulled off. However, it was confirmed in the fluoroscopy that the screw part was stretched by pulling it off. This lead was successfully replaced. No adverse patient effects were reported.